Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited high pacing impedance, failure to capture and failure to sense. A computed tomography scan was performed and confirmed that the rvlp had dislodged and had migrated to the left pulmonary artery. The rvlp was retrieved, explanted and replaced. Patient condition was stable throughout.